Event description:
It was reported that the non-patient end of the bd ultra fine¿ pen needles' were difficult to attach to the "humalog and tresiba" pens, with the non-patient end sometimes breaking off into the pen, and other times finding the pen needles did not allow insulin to flow through them. The following information was provided by the initial reporter: "finding these 2 boxes its difficult to attach the non patient end onto the humalog and tresiba pens. Sometimes the non patient end needle breaks into her pen, she is able to remove this on her own. Other times finds during the flow check pen needles does not allow insulin to flow thru them. Removes the needle from pen finds the non patient end to be bent."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the non-patient end of the bd ultra fine¿ pen needles' were difficult to attach to the "humalog and tresiba" pens, with the non-patient end sometimes breaking off into the pen, and other times finding the pen needles did not allow insulin to flow through them. The following information was provided by the initial reporter: "finding these 2 boxes its difficult to attach the non patient end onto the humalog and tresiba pens. Sometimes the non patient end needle breaks into her pen, she is able to remove this on her own. Other times finds during the flow check pen needles does not allow insulin to flow thru them. Removes the needle from pen finds the non patient end to be bent."